Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated they cannot get their implant charged. Caller stated they keep getting funky messages and one said to call medtronic. Caller stated their implant is just over a year old and none of the equipment looks damaged or cracked, so they don't know what is going on. Caller added that yesterday they were trying to charge and noticed that the cord where it connects to the paddle was getting really hot like it was going to burn their skin. Caller stated that they can't connect to the implant to charge no matter where they put the paddle. Caller stated they can feel the outline of the implant in their body and even with the paddle directly on it they will not connect. Caller stated that this issue probably started a couple months ago because they got a message saying to call medtronic, so they called their manufacturer representative and was instructed to take the battery out of the controller. Caller stated that for the past couple weeks they have been taking the battery out of the controller with no improvement. Caller had a picture of one of the messages they saw yesterday and it was "trying to recharge 0-0-0." Caller stated no matter where they moved the paddle or controller they could not get higher numbers or a connection. Caller denied any visible damage to the equipment. The issue was not resolved.

Manufacturer narrative:
Concomitant medical products.: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found a recharger telemetry module (rtm) failure; the no device found message was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.